Event description:
Additional information was provided indicating that the crushed lens was noticed upon opening the wagon wheel. No further information is expected.

Manufacturer narrative:
The corrected/additional information received indicates that the crushed lens was noticed upon opening the wagon wheel. If this additional information had been received prior to the initial report submission the event would not have been reportable to the FDA. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol was crushed. There was no patient contact. The procedure was completed. Additional information provided indicating that the deficiency was noticed upon inspection during the procedure.